Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting a rise in pacing thresholds measurements which may have caused the patient¿s pacemaker to declare elective replacement time (ert) earlier than expected. Surgical intervention was performed and the pacemaker was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.